Manufacturer narrative:
This report is being supplemented to correct information that was provided in the initial medwatch report, to provide information that was inadvertently left out of the initial medwatch report and to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the issue (insertion tube coating peeled off) was caused by stress of repeated use, external factors, or handling. However, a definitive root cause of the event could not be determined. The instruction manual operation manual ¿chapter 3 preparation and inspection, 3.2 preparation and inspection of the endoscope¿ describes the following warning: ¿1. Visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found that due to a pinhole on the connecting tube, water tightness was lost due to a crack in the control unit and a dent in the distal end. The bending tube had a dent; the connecting tube coating was peeling (1mm2 or more); the adhesive on the bending section cover had a chip; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; due to damage to the channel tube, the channel cleaning brush could not be inserted smoothly, the adhesive around objective lens was corroded, the light guide lens had discoloration, the control unit was scratched and had discoloration. The investigation is ongoing, and follow-up with the user facility is being performed. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the fiberscope distal end was defective and had an air/water leakage issue. The device was returned for evaluation. During the device evaluation, the image guide tube peeling off was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.